Event description:
It was reported that as the guidewire crossed the heart to reach the inferior vena cava, it broke. A piece of the guidewire remained in the patient¿s heart, and the patient was transferred to another facility to surgically remove the guidewire fragment. No other information is available.